Manufacturer narrative:
The system was explanted in 2018. Exact explant date unknown. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-00996. Related manufacturer reference number: 1627487-2020-00998. It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place in 2018 wherein the scs system was explanted and replaced with a competitor¿s system to address the issue.